Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils broke and migrated, causing severe scar tissue/uterine punctures/tears / perforation (uterus),"), intestinal perforation ("intestinal perforations"), device breakage ("one of the coils broke"), genital haemorrhage ("excessive bleeding/abnormal bleeding") and uterine adhesions ("adhesions uterine") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and pregnancy. Concurrent conditions included endometriosis and pelvic adhesions. On (B)(6)m2006, the patient had essure (ess205) inserted. On (B)(6) 2013, 6 years 11 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), uterine scar ("scarring uterine"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), adhesion ("adhesion"), dyspareunia ("dysdyspareunia (p[ainful sexual intercourse)") and nausea ("nausea"). The patient was treated with surgery (removal of essure device hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2009), surgery (total abdominal hysterectomy) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, intestinal perforation, device breakage, genital haemorrhage, uterine adhesions, pelvic pain, uterine scar, dysmenorrhoea, fatigue, migraine, headache, vaginal discharge, adhesion, dyspareunia and nausea outcome was unknown. The reporter considered adhesion, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, intestinal perforation, migraine, nausea, pelvic pain, uterine adhesions, uterine perforation, uterine scar and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2006: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event "dysmenorrhea (cramping), fatigue, migraines, headaches, vaginal discharge, dyspareunia (painful sexual intercourse), nausea" were added. Product explant date was added. New reporter were added. Historical and concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who received essure (ess205). In (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2013, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had surgical removal of the device 7 years after placement, serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("one of the coils broke and migrated, causing severe scar tissue/uterine punctures/tears"), intestinal perforation ("intestinal perforations"), device breakage ("one of the coils broke") and genital haemorrhage ("excessive bleeding/abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), uterine adhesions ("adhesions uterine") and uterine scar ("scarring uterine"). The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy) and surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, intestinal perforation, device breakage, genital haemorrhage, pelvic pain, uterine adhesions and uterine scar outcome was unknown. The reporter considered device breakage, genital haemorrhage, intestinal perforation, pelvic pain, uterine adhesions, uterine perforation and uterine scar to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jul-2017: reporter and events chronic pelvic pain, excessive/abnormal bleeding, adhesions/scarring, uterine punctures/tears, and intestinal perforations, one of the coils broke and migrated, causing severe scar tissue information were added added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had surgical removal of the device 7 years after placement, serious event due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.